Event description:
Reviewed surgeons report and patient x-rays which confirm a broken im nail and f/x site and a non-union which was also stated on the surgeons report. Surgeon indicated that the surgery was needed to replace the im nail and repair the f/x.